Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: during investigation, the black box showed evidence of replace battery alarm followed by a cs 052/054 error on the complaint date. The pump was found to intermittently power on with the returned battery cap. Evidence of moisture contamination was found on the underside of the battery cap. A test battery cap was used for all testing. Unrelated to the original complaint, the pump powered on with a test battery cap to a dim discolored display. No battery compartment cracks were observed. Evidence of moisture contamination was found inside the battery compartment. A base crack was observed between the case seal and the keypad. The current was found to draw within specifications. A leak test showed a leak at the base crack. The pumps case was removed, and there was no evidence of any additional moisture inside the pump. A "battery life" issue was not duplicated during the investigation. The "intermittent power" event was determined to be due to the moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.